Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the up arrow keypad button was unresponsive to button presses. The pump was not able to advance passed the verify screen due to the unresponsive up arrow button. The pump was opened and there was evidence of moisture observed on the flex connector. The display was found to be dim, fading and discolored. Unrelated to these issues, investigation found the following: a crack was observed in the pump case between the case seal and keypad cover; the audio bolus button cover was detached/missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the up arrow keypad button was unresponsive to button presses. The pump was not able to advance passed the verify screen due to the unresponsive up arrow button. There was evidence of moisture observed on the flex connector. In addition, the display was found to be dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.